Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found, all conductors distorted and stretched, outer insulation cosmetic esc, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted and stretched, outer insulation cosmetic esc, inner insulation torn, apparent explant damage. Proximal segment returned and analyzed. (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, all conductors distorted and stretched, outer insulation cosmetic esc, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted and stretched, outer insulation cosmetic esc, inner insulation torn, apparent explant damage. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database indicated the patient died less than one year following device system implant. The cause of death has been requested and not received.